Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
Initial MDR 1219913-2022-00433 was filed on dec 07, 2022, reporting a customer from outside the united states obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. Section h4 - device manufacture date has been corrected. Additional information - feb 06, 2023. The customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one female patient serum sample that was low/normal on an alternate method 1. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result: 42.875 ng/ l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate ( 43.342 and 42.407 ng/l). This indicates a sample/patient specific incident. The sample was also run on 3 additional alternate methods with low/normal results: alternate method 2: 13.3138 ng/l; alternate method 3: 11.9 ng/l; alternate method 4: 6 ng/l. The atellica im tnih results were below the IFU combined reference cutoff of 45 ng/l. No sample was available to be sent to siemens for further investigation ie for any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1 which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method 1 or other alternate methods for troponin will have similar results. Per the atellica im tnih instructions for use (IFU) there are conditions other than ami (acute myocardial infarction) that are known to cause myocardial injury and elevated tni values. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The customer is operational.